Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device was shipped on (B)(6) 2015. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be determined. It was reported that the patient expired on (B)(6) 2020. The cause of death is unknown. It was reported that the pump was operating as intended. The device was explanted but will not be returned. No product is available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient experienced ventricular arrhythmia. Ems arrived on scene and verified the patient was in ventricular fibrillation. CPR was performed. No vad alarms noted, and the family deferred autopsy. Arrhythmia ventricular fibrillation was considered to be the official cause of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation between heartmate ii lvas, serial number (B)(6), could not conclusively be determined. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired, cause unknown. It was reported the device operated as intended. The device was explanted. The device will not be returned for evaluation.